Event description:
It was reported to boston scientific corporation on june 09, 2008, that a 20 fr. X 3.0 cm lp balloon device was used in a peg procedure in 2008. According to the complainant, the device was placed, but later found to be outside the body. The balloon was already deflated and had no water inside. Water was injected again, but the device was soon deflated. Completed with another with same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has not been returned; an evaluation has not been performed. The cause of the reported malfunction has not been determined.